Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that repeated bending stress generated with manipulation in attempts to cross the severely tortuous, severely calcified cto probably accumulated on the segment where the wire broke. When the accumulated stress exceeded the product's design limit, it led the guide wire to become fractured and separated. It was concluded that this event was not attribute to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warning] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely tortuous, severely calcified chronic total occlusion (cto) in the proximal left ascending artery (lad). An asahi guide wire passed through the calcific and tortuous proximal cap of the proximal lad cto. A microcatheter would not pass through the lesion. The physician then tried to pass a 1.0mm balloon through the lesion, but it would not pass fully; it was inflated just into the cto. Upon pulling back the balloon, it was apparent the shaft of the wire had broken. About 10-12cm of the wire fragment remained behind in the lad from the proximal cap of the cto down to the distal vessel. The physician determined to leave the wire fragment in situ. The patient was reportedly fine after the procedure and there were no adverse patient effects related to the remaining wire fragment.